Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was february 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: the tube did not fill to the minimum fill level.